Manufacturer narrative:
G3. Date received by manufacturer (mo/day/yr); corrected information ; initial MDR inadvertently included incorrect aware date (2/5/2025). This has since been updated to 2/4/2025. This change is not reflected on this MDR in order to not interfere with the date on which the supplemental information was received.

Event description:
Per the provider, it was determined that no change in seizure pattern had occurred. This was not a new seizure type for the patient. Imaging tests are ordered, but have not been completed. No intervention is reported for this event. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient experienced a seizure where they blacked out and fell to the floor. Patient stated they had never experienced such a seizure before. The patient is unsure about their frequency in relation to pre-vns frequency due to living alone. No other relevant information has been received to date.